Manufacturer narrative:
Batch review performed on 04 aug 2025 ball heads: mectacer 01.29.205 mectacer head biolox delta dia.32 12/14-m (k112115) lot 2114364: 150 items manufactured and released on 10-jan-2022. Expiration date: 2026-12-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component involved and revised: batch review performed on 04 aug 2025 cup: versafitcup 01.32.148dh acetabular shell ø48 two-holes (k230011) lot 2115585: (B)(4) items manufactured and released on 24-jan-2022. Expiration date: 2027-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 3 years 2 months from primary, the patient came in due to instability with unknown cause. The surgeon upsized the head. Additionally, the surgeon believed the cup was loose, so he revised the cup and liner with competitor devices. The surgery was completed successfully.